Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000057196.

Event description:
It has been reported that patient experienced ineffective therapy. Diagnostics revealed high impedance on one of the patient's thoracic leads. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is impacted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein an ipg with normal low battery warning was explanted and replaced. Reprogramming was able to restore effective therapy. As a result, surgical intervention was not undertaken to address high impedances.

Manufacturer narrative:
Correction h6: health effect - clinical code should have been 2388 rather than 4582 - no clinical signs, symptoms or conditions. Correction h6: health effect - impact code should have been 4610 rather than 2199 - no health consequences or impact. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.